Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event was approximated to be (B)(6) 2018 as no specific event date was reported. The complainant was unable to provide the suspect device brand name, upn and lot number; therefore, the lot expiration and device manufacturer dates are unknown. (B)(4). The complainant indicated that the device remained implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the three devices used during a procedure(s). Refer to manufacturer report # 3005099803-2018-62104 and 3005099803-2018-62105 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2018 that three (3) uncovered self- expanding metal stents from boston scientific had been implanted in the upper bile duct to treat a malignant stenosis due to bile duct cancer. The exact dates(s) that the stents had been implanted was not reported. Reportedly, just below the stent placement site, the bile duct was severely tortuous. According to the complainant, on an unknown date, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and the physician noticed that there was ingrowth within three (3) uncovered self- expanding metal stents. Reportedly, ineffective drainage was observed. The physician attempted to place a 4th stent, but it was unsuccessful. Reportedly, the three self-expanding metal stents were left in place and a 5th stent was implanted to complete the procedure. There were no patient complications reported at the end of the procedure.